Event description:
During cardiac cath intervention, following balloon angioplasty of left anterior descending artery stenosis, an atherectomy procedure was attempted. The rotablator device became impacted, stopped cutting, and could not be withdrawn from the coronary artery. Surgical intervention was initially planned. An intra-aortic balloon pump was placed. The patient remained stable. Removal of the burr was accomplished three days after the procedure. The patient demonstrated a decreased ejection fraction (15%)and mi of the left lateral and anterior ventricle. The patient expired eight days after removal. Autopsy noted the mi as above, as well as blood clot occluding the left anterior descending coronary artery, and multiple pulmonary emboli.